Event description:
The device delivered a bolus, without being programmed to do so. Pt removed the device, and 30 minutes later, their family member administered a shot of glucogon. Pt's blood glucose measured 50 mg/dl, 30 seconds after the injection of glucogon. Pt reported that, within a few hours, their blood glucose had increased to 278 mg/dl.